Event description:
In 2008, a reporter/layperson alleged to a customer care advocate, cca, that her husband's (pt/layperson) results were erratic when testing on his one touch ultra 2. Reportedly, at 9:00 am on the same day, a few hours prior to calling, the pt obtained 199, 156, and 159 mg/dl. Results were more than 20 minutes apart. After the issue began, the pt allegedly was shaky. He ate and/or drank a beverage. A control test performed for the cca was above the specified range. No medical intervention was required. The complaint is classified based upon the info given to the cca. The cca replaced products. Because the pt reportedly experienced a symptom that can be associated with severe hypoglycemia after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.